Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a follow up this right ventricular (rv) lead exhibited out of range pace impedance measurements and a lead fracture was alleged. The lead remains implanted to date and was not explanted due to patient safety. No adverse patient effects were reported.